Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is a malpositioned implant breaching the neuroforamen.

Event description:
In (B)(6) 2015, the patient underwent a right side si joint arthrodesis where three implants were placed. The patient complained of radicular leg pain down her right side following the procedure. A CT scan showed that an implant had breached the neuroforamen causing radicular pain. In (B)(6) 2015, the surgeon performed a revision surgery where he removed the breaching implant and then added a shorter implant in a more anterior position. The explant hole was not filled with bone graft. The status of the patient following the revision surgery is not yet known.